Manufacturer narrative:
On 06 april 2016 it was prepared a final report with the information already submitted in the previous reports. On 11 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 09 march 2016 the (B)(4) project manager analysed the returned implants. Observing the acetabular shell, some signs and scratches can be noted on the border, probably due to the removal phase. On the external surface of the cup, bone can be seen on the equatorial macrostructures. The ha seems to be not reabsorbed. The liner is assembled to the shell, some scratches on the border can be seen on it, probably caused by the revision surgery. Observing the metallic head, no signs can be noted. It is not possible from the inspection of the implants determine the root cause of the event.

Manufacturer narrative:
Additional information received on 14 january 2016 and includes: revision was successful. Pieces are available. Still in hospital. X-rays of primary surgery have already been sent. Additional information received on 20 january 2016 and includes: the x-rays immediately post primary are not available, only the stem was left in place, the surgeon stated that the patient's weight could have been influenced the cup mobilization. Batch review performed on 02 february 2016. Lot 153619: (B)(4) items manufactured and released on 10 november 2015. Expiration date: 2020-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 05 feb 2016 the medical affairs director made the following analysis while checking the x-ray: one week after primary tha the cup moved. There is no reason to suspect that this was due to a product defect: no mismatch or special condition has been reported. It is a possible complication of tha that a pressfit acetabular cup does not find sufficient primary stability, perhaps for poor bone conditions, insufficient reaming, insufficient impaction, difficult anatomical situation. The root cause cannot be determined. Not yet received.

Event description:
Revision planned since the cup has moved.